Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer left wall adapter plugged into working outlet for at least 30 minutes until pump began charging.